Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. However, the noisy image was due to damage on the circuit board of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error. The issue was identified during inspection for use. The intended procedure was diagnostic gastroscopy which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.